Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to power off the cv-190/clv-1 90, clean the video scope cable with pencil eraser, clean with alcohol prep pad, allow to dry and connect video scope cable and scope, power on and no change. The customer was instructed if the cable does not resolve the issue, then the cv-190 will need to be sent in for repair. The customer was provided video scope cable part number maj-1430. The customer was instructed how to purchase a new one or do a repair exchange. If the issue was not resolved to send the unit in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a black image and a e311 (white balance incomplete error) appeared on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure (black image). The DHR confirmed that the subject device was shipped in accordance with the specifications. The subject device was not returned for physical evaluation. The investigation did not establish the root cause of the reported event. Olympus will continue to monitor field performance for this device.